Manufacturer narrative:
The pump alarmed button error and had no button response due to corroded keypad traces. There was no number ramping noted. The pump had cracked display window and cracked case at display window corner. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of button error on their insulin pump. The customer's blood glucose at the time was 431mg/dl. The customer states they treated with manual injection. The customer states the numbers were ramping up by themselves. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.